Event description:
It has been reported to philips that the host pc would not boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc drive bay intermittently not powering on at boot up. The fse replaced the host pc and returned the system to use in good working order.